Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified a fractured collar and dried blood and bone residue around the external threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were two additional related complaints against this lot pertaining to implant fractures. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant collar fractured. The implant was removed from tooth site 29.